Manufacturer narrative:
The device was returned. The investigation has been completed, and the results are as follows: stock product reviewed results no stock product result as no lot number was provided. Investigation methods/results customer has not returned the reported device for review to date, but a nonvisual was completed. Root cause description the root cause cannot be explicitly determined as the issue could not be specified. However, due to the implant being defective, probable causes may be due to the implant having an inadequate function or the implant was manufactured out of the specifications. The root cause cannot be confirmed since the reported product was not returned for investigation. Corrective action: no corrective action is warranted at this time since the root cause was inconclusive. Fmea review results: in reviewing attachment 7.1 fmea table of rpt-012609_6 - risk management report for hahn tapered implant system, the reported issue has already been identified under the "design and development" process aspect: · failure mode - inadequate function: · cause - implant connection interface is oversized or undersized · effects - abutment prosthetic connection binds or has excessive play · severity - 3 (serious - device failure results in injury or impairment requiring professional medical intervention.) · occurrence - 1 (remote - singular events, generally associated with special cause.) · risk mitigation - implant to abutment compatibility: reliability calculation and testing studies conducted in the design verification phase · rpn final - 3 (low risk) this is not a new failure. In reviewing attachment 7.1 fmea table of rpt-012609_6 - risk management report for hahn tapered implant system, the reported issue has already been identified under the "production" process aspect: · failure mode - implants manufactured out of specifications · cause - machines are out of calibration · effects - the work order will not be accepted through final inspection · severity - 2 (minor - transient harm not requiring medical or additional surgical intervention. Transient harm includes postoperative pain that can be managed with medication. It may also include increased hospitalization time. Significant inconvenience to physician or patient. Medical device is inoperable but will be discovered by the clinician or technician before use) · occurrence - 1 (remote - singular events, generally associated with special cause.) · risk mitigation - perform scheduled calibration of machines per sop 4309 -calibration program · rpn final - 2 (low risk) this is not a new failure. In reviewing attachment 7.1 fmea table of rpt-012609_6 - risk management report for hahn tapered implant system, the reported issue has already been identified under the "production" process aspect: · failure mode - implants manufactured out of specifications · cause - error in cnc program · effects - the work order will not be accepted through final inspection · severity - 2 (minor - transient harm not requiring medical or additional surgical intervention. Transient harm includes postoperative pain that can be managed with medication. It may also include increased hospitalization time. Significant inconvenience to physician or patient. Medical device is inoperable but will be discovered by the clinician or technician before use) · occurrence - 1 (remote - singular events, generally associated with special cause.) · risk mitigation - perform necessary first article inspections (pro 7666 - manufacturing inspection) to verify the part can be made with the appropriate program. · rpn final - 2 (low risk) this is not a new failure. In reviewing attachment 7.1 fmea table of rpt-012609_6 - risk management report for hahn tapered implant system, the reported issue has already been identified under the "production" process aspect: · failure mode - implants manufactured out of specifications · cause - tool setup is incorrect · effects - the work order will not be accepted through final inspection · severity - 2 (minor - transient harm not requiring medical or additional surgical intervention. Transient harm includes postoperative pain that can be managed with medication. It may also include increased hospitalization time. Significant inconvenience to physician or patient. Medical device is inoperable but will be discovered by the clinician or technician before use) · occurrence - 1 (remote - singular events, generally associated with special cause.) · risk mitigation - perform machine setup per pro 9883- set-up procedure for swiss cnc lathe · rpn final - 2 (low risk) this is not a new failure. In reviewing attachment 7.1 fmea table of rpt-012609_6 - risk management report for hahn tapered implant system, the reported issue has already been identified under the "production" process aspect: · failure mode - implants manufactured out of specifications · cause - tools are worn · effects - the work order will not be accepted through final inspection · severity - 2 (minor - transient harm not requiring medical or additional surgical intervention. Transient harm includes postoperative pain that can be managed with medication. It may also include increased hospitalization time. Significant inconvenience to physician or patient. Medical device is inoperable but will be discovered by the clinician or technician before use) · occurrence - 1 (remote - singular events, generally associated with special cause.) · risk mitigation - perform machine setup per pro 9883- set-up procedure for swiss cnc lathe · rpn final - 2 (low risk) this is not a new failure. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that a healthcare professional purchased a glidewell implant and free handed the surgery. Reportedly the implant failed after three weeks. No patient information, further incident information, or injury was reported.

Manufacturer narrative:
The complaint device has not been returned. Should the device be returned an investigation will be performed and a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).